Event description:
Device 1 of 2: reference MFR report: 1627487-2018-09588. Additional information received identified the patient had the scs system removed.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-09588. It was reported the patient decided to have her scs system removed due to the patient being unable to tolerate the tingling from the paresthesia. The patient complained the scs system did not achieve the same results from the trial. Reportedly, multiple reprogramming attempts were made but the issue persisted. X-ray taken did not show any anomalies.